Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. . The instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was "battling suck-down" initiated by ventricular tachycardia.  The last report received indicated that the patient remains hospitalized.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log files revealed 24 low flow alarms have been logged since (B)(6) 2016. Eight suction alarms were recorded beginning (B)(6) 2016 and the suction detection alarm was disabled on (B)(6) 2016 at 11:38:14. Based on waveforms, suction events continued to occur up to the reported event date confirming the reported event. Waveforms demonstrated normal pump parameters for the 14 days leading up to the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible root causes of the suction events can be attributed to high pump operational speed, pump inflow positioning, and ventricular collapse. Based on risk documentation, possible root causes of the suction events can be attributed to high pump operational speed, pump inflow positioning, and ventricular collapse. There is no clinical evidence to suggest that the device caused or contributed to the reported events. The most likely cause of the reported arrhythmia event is the patient's pre-existing history of heart failure and related comorbidities and the progressive nature of this condition. Though the root cause of the events cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.